Event description:
A home patient (hp) contacted global technical services regarding fluid under the homechoice (hc) machine after use. The hp noticed there was a puddle of fluid underneath the machine and there were no alarms during therapy. The hp confirmed the bags and cassette appear normal. The hp stated that he lets the rest of the fluid left in bags drain, takes out set in one piece, and does not disconnect the bags. The hp further stated the cassette was dry when removed from door assembly. The technical service representative (tsr) offered to swap machine but hp declined. The hp confirmed to call back with any further concerns or issues. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak found under the homechoice instrument after several use. There were no issues found with the device or disposable and no further information is available. This complaint was not confirmed and no root cause was determined because sample was not available for evaluation. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). No further information is available at this time. Should any additional information become available, a follow-up report will be submitted.